Event description:
During the procedure, the tip of the lithotriptor probe fell off into the pt's bladder and was retrieved at the end of the case. The tip of the second probe appeared abnormally distorted by the end of the procedure; all probes with the same lot number were pulled.